Manufacturer narrative:
A product investigation is in progress.

Event description:
Infection - vagina vaginal infection. Tampon break off inside me - vagina foreign body in reproductive tract. Had a piece of a tampon break off device breakage. Case description: consumer reported via email that the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Infection - vagina [vaginal infection] tampon break off inside me - vagina [foreign body in reproductive tract] had a piece of a tampon break off [device breakage] case narrative: consumer reported via email that the tampon broke off inside of her. No serious injury was reported.

Event description:
Infection - vagina [vaginal infection]. Tampon break off inside me - vagina [foreign body in reproductive tract]. Had a piece of a tampon break off [device breakage]. Case narrative: consumer reported via email that the tampon broke off inside of her. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress already for returned product received on april 15, 2022.